Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an intermittent error e226, no image, white screen with noise and with image freezing and distortion during inspection for use. No patient harm was reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failures were not confirmed. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.